Manufacturer narrative:
An evaluation of the kangaroo pump was performed. The unit was triaged, and the reported issue was confirmed. After review, it was determined that the gearbox was damaged; encoder #1 was worn. In addition to replacing the gearbox, the software was updated, and the gasket and tie were replaced due to opening the unit. The reported issue has been resolved. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The device has been requested but to date has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device's flow rate accuracy failed, it was going above the allowed parameters. Additional information was received stating that the issue was found during testing.